Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on (B)(6) 2023. One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was damaged. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of frayed wires was confirmed.

Event description:
The patient reported frayed wires on their patient electronics device. The patient electronics device was replaced and there were no adverse consequences reported by the patient.